Event description:
The patient was operated in 2009. The procedure was laparoscopic and appeared to go well. The patient recovered well and was discharged on day 3. The patient was re-admitted to the hospital with severe abdominal pain. She was suffering from peritonitis. The patient was taken back to the theatre and the anastomosis was found to be leaking at the point of the car ring. The surgeon has reported that there was no tension on the anastomosis and all surrounding tissue appeared healthy. The patient now has colostomy and will undergo further procedures to have an ileostomy and later reversal. The patient has moved from itu to the ward and is not recovering.

Manufacturer narrative:
Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore, is an anticipated event with anastomosis devices. Yet, the current cumulative leak rate found with the use of the car 27 device falls within the lowest range of the leak rates reported in the literature for hand-sutured or stapled anastomoses.